Event description:
The caller stated his customer claimed that the 4pdc trach they ordered is a different length than they are used to. They feel that this 4.0pdc is too short, and the pt is not comfortable with it. They tried placing it in the pt. It did not fit properly. It was taken out, and the old 4.0pdc trach was placed back in the pt.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.